Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot# unknown, implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation patient trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by the basic evaluation patient that they needed to go back to the clinic after their procedure as their spouse had been 'freaking out' over the bleeding through their bandages. The patient stated that they had two leads but the left did not work as well as the right due to them having a hard time placing the lead. The patient stated they were not feeling their stimulation so they changed from the right side to the left and felt the stimulation, then went back to the right and was feeling the stimulation at 1.1. On (B)(6) 2021, the patient stated that they had their leads removed because they had been in a lot of pain from the left incision and the got a urinary tract infection (uti) (not alleged to be related to the device/therapy.)